Event description:
Per the clinic, the patient experienced non auditory sensations with device use. The device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report filed july 8, 2014.